Event description:
Patient underwent left l4/5 discectomy and baxano decompression on (B)(6) 2011. On (B)(6) 2011, it was reported to a baxano representative that the patient had experienced a post-op hematoma at left l4/5 lumbar level. X-ray imaging done on (B)(6) 2011 showed that the hematoma was resolving.